Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000529, serial/lot #: unknown. Product ID: bi71000194, serial/lot #: unknown. A medtronic representative went to the site to test the equipment and the issue was confirmed. The pendant and hand-switch were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. During the procedure, several pendant buttons and the hand-switch were unresponsive before a 3d spin. The site had to open and close the gantry to get it working again. The issue resulted in the less than an hour procedure delay. There was no impact on patient outcome. The procedure was completed without aborting navigation or imaging. No complications were reported/anticipated.

Manufacturer narrative:
H3) the pendant for the imaging system was returned to the manufacturer for evaluation. Testing found that the 2d and 3d image acquisition functionality would intermittently freeze and be unresponsive to prompts from the user when installed on a known operational imaging system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.